Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to bone loss. This was an immediate implant (B)(6) placed after ext. For #11. Healing was uneventful, 3mo pa looked acceptable, I checked torque of encode ha prior to releasing patient to gp for resto. Patient reported pain when torque force applied to h. I removed healing abutment and necrotic bone seen at coronal 1/3 of implant, implant removed with hand torque wrench with little resistance. Procedure completed using another implant, 4.1x11.5 implant replaced immediately following debridement of necrotic bone 45 n-cm insertion torque. Symptoms as a result of the event: pain.